Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 427 mg/dl, the customer current blood glucose was 221 mg/dl. The customer was hospitalized on (B)(6) 2018 around 8 pm. The customer experienced symptoms such as nausea, vomiting. The customer was treated with lactate ringers. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.